Manufacturer narrative:
Concomitant medical product: d314trg ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high thresholds and undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.